Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004, the patient presented with diagnosis of previous right l4-5 microdiskectomy with history of lumbar stenosis and l3-4 degenerative pseudo-spondylolisthesis . The patient underwent following procedure : redo l4-5 diskectomy with bilat laminectomies at l3-4 and l4-5 with arthrodesis and l3 to l5 using local spinous process and laminar autograft bone as well as bmp, intraoperative stealth navigation microscope , and posterior segmental pedicle screw instruction using the multiaxial screw system. Per op notes, the patient tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Event description:
It was reported that the patient underwent a lower lumbar fusion using rhbmp-2/acs. The patient's post-operative period was reportedly marked by severe pain, as well as autonomic neuropathy, small fiber neuropathy, peripheral neuropathy,muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, sterility, osteolysis, displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. There is also bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.